Manufacturer narrative:
Findings: unit had flashing white lcd with audio beeps due to cracked lcd controller. Unit had a minor scratched display window, scratched case and a pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that they fall in the slalom hills, pump started beeping and flashing and new battery did not help. Customer was advised that we will replace the pump and return the faulty product.